Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the armrest/high resolution stereo viewer (hrsv) limit switch to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. .

Event description:
It was reported that the system had a faulty limit switch. The actuator in the column was moving when the high-resolution stereo viewer (hrsv) hit its limit and there was also a screeching sound. The values for the armrest were not moving and the limit switch was "open" even when the armrest was at the lowest position, indicating a bad limit switch. There were no reports of patient involvement.